Event description:
It was reported that during a follow-up, post-paced t wave oversensing on the ventricular channel was observed. Patient was asymptomatic. Programming changes were made. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.